Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that approximately 2 years post-op, the patient underwent a revision surgery to remove the hardware due to "painful hardware syndrome." The tulip head sheared at the superior portion of the bone screw. The patient did have solid fusion. No other complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Manufacturer narrative:
Visual review confirms mas breakage. Microscopic examination identified multi-modal failure, with initial relatively flat fracture surface with progressive striations which are indicative of fatigue, subsequently followed by fairly tortuous surface, which is indicative of bend stress overload. Interfacing wear marks noted on both bone screw and retaining ring of mas head, which are consistent with bending moment. The above information is consistent with bend stress overload.